Event description:
It was reported the customer had a keypad anomaly. Customer stated it was impossible to press their up button. The customer's blood glucose was 5.2 mmol/l. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.